Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was dissatisfied that the programmer did not display a warning message at the initiation of threshold test. Specifically, in relation to a device programmed to dvir mode, when testing modes are limited to aao and aai. The programmer remains in use. No patient complications have been reported as a result of this event. It was further reported that due to a missing intrinsic conduction the patient became asystolic during the testing. No further complications have been reported.